Event description:
It was reported that the valve was explanted after an implant duration of approximately 9 years. It was identified, through review of source documentation provided, that the prosthetic valve was explanted due to aortic regurgitation. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement reported.

Manufacturer narrative:
(B)(4). Unfortunately, the explanted device was not returned to edwards for analysis. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, there is insufficient information to conclusively determine the root cause of this event. The review of the device manufacturing records was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Copies of the patient's medical records were received. The report indicates that patient had regurgitation and stenosis of his edwards bioprosthetic valve. Noncoronary leaflet perforation and restriction was noted during explantation. No evidence of active endocarditis. Patient comorbidities include: hypertension; hypercholesterolemia, mild coronary artery disease, chronic kidney disease with a baseline creatinine of 1.9, history of congestive heart failure and tobacco use. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement. Unfortunately, the explanted device was not returned for evaluation. The reported findings suggest that this patient experienced structural valve deterioration (svd) of his valve. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The operative report documents a perforated and restricted noncoronary leaflet. Although root cause of this event cannot be confirmed, it appears that patient comorbidities likely played a factor in the deterioration of this valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.